Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter presented a ruptured cannula close to the lumen when incorrectly clamped, causing severe iatrogenesis for the patient.

Event description:
According to the reporter, during implant at the time of the test when incorrectly clamped, it was noticed that there was a hole and leak in the middle part (area where clamp was located) of the catheter's venous extension tube, causing severe iatrogenesis to the patient which means that the patient had edema at the implant site and cyanosis all over the side of the body where the catheter should have been improved, there was an observation as the patient had to undergo a new procedure. The catheter was not repaired. There was no luer adapter issue. There was no cleaning agent used on the device. There was nothing unusual observed on the device prior to use, no other products were utilized with the device and flushing was done with normal result. The intervention performed was to implant a new catheter in femoral part (new route) and there was no other intervention done. Procedure was completed after resolving the issue. The patient did not have symptoms. There was blood loss of less than 500ml and blood transfusion was not required. The event did not prolong patient's hospital stay.

Manufacturer narrative:
Additional information: a3, b3, b5, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during implant, the catheter presented a ruptured cannula (had a hole) close to the lumen when incorrectly clamped, at the time of the test, the hole in the catheter's extension tube was noticed, causing severe iatrogenesis for the patient. A hole was found in the test after the implant. The catheter was not repaired and there was a leak located at the extension tube next to the clamp. There was nothing unusual observed on the device prior to use, no other products were utilized with the device and flushing was done prior to use. There was blood loss of less than 500ml. Procedure was completed after resolving the issue. The patient did not have symptoms. There was no intervention/medical treatment required as a result of the event. The event did not prolong patient's hospital stay.